Event description:
Analysis of the returned generator evaluated the entire range of heartbeat verification sensitivity settings. Various delays in the start of sensing were observed, up to 11 seconds. In addition, the pulse generator would stop sensing but would recommence sensing at various time intervals. The pulse generator can was opened, and possible contaminates were observed on the edge of the printed circuit board (pcb) that is cut during the manufacturing process. The pulse generator showed no sense delays or sense drop outs after the pcb was cleaned. The contaminates were determined to be conductive material deposited on the edge of the printed circuit board (pcb) as a result of a laser cutting process during manufacturing. Further evaluation of this device and additional in-house devices showed that the delay and intermittency observed was due to leakage paths between various traces on the pcb edge caused by the minimal amount of conductive material. Because of the leakage, the device demonstrated intermittent sensing while sync pulse was being transmitted. However, when the sync pulse communications used by the verify heartbeat detection feature were terminated, sensing resumed and was stable. The sync pulse communications occur during use of the verify heartbeat detection in the operating room during initial implant and at the physician's office during follow-up appointments. At all other times when implanted in the patient, heartbeat sensing, and thus the autostim feature, operate as intended. No adverse events have occurred as a result of this event. Review of the available programming and diagnostic history showed normal diagnostic results on the date of surgery. The device was disabled and tachycardia detection was programmed on when attempting to verify heartbeat detection using heartbeat sensitivity levels one through three. Review of the internal device data showed that two interrogations on the date of surgery which measured foreground heart rate of 63.2 and 64.4 bpm at heartbeat sensitivity level one.

Event description:
After the pcb trimmed edge was cleaned and the pulse generator was reassembled, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial implant surgery on (B)(6) 2015, the vns patient's generator was unable to verify heartbeat detection (bpm - ?????). Heartbeat sensitivity level 1 was selected based on the pre-surgical assessment which measured the r-wave amplitudes in the following positions: supine (1.5mv), sitting (1.9mv), lying on the left side (0.8mv) and prone (0.9mv). The programming wand was tested and the battery was found to be functional. The data received indicator appeared to be on when attempting to verify heartbeat detection. The programming wand was repositioned but the issues continued. The programming system was not plugged into a power outlet and no sources of emi were identified. The device was confirmed to be disabled. Lead impedance was within normal limits (impedance value -1190 ohms). The surgeon did not reposition the implant location of the generator. Heartbeat sensitivity level 2 was used but the heartbeat detection continued to show bpm - ?????. A backup generator was used and was successful in verify heartbeat detection. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. The opened but unused generator has been returned to the manufacturer where analysis is currently underway.